Event description:
Per sales rep, the instrument is fractured in one location of the handle, but no piece has severed from the whole. The fracture was discovered during inspection and was unrelated to any surgeries. No further details are available.

Manufacturer narrative:
Investigation in process but not yet complete.